Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at her parents' home. The cause of death was complications of end stage renal disease (esrd). The caller stated that the customer was hospitalized for 5-6 weeks prior to death due to blood clot from dialysis entry port. The issues started on (B)(6) 2015. The caller stated that the customer's diabetes caused kidney failure and gastroparesis. The customer also had an infection at the dialysis entry port. The customer's blood glucose was 430 mg/dl, approximately at 7am the nite of passing. The last recorded blood glucose was 210 mg/dl on (B)(6) 2015 at 10pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that pump return needs to be discussed with the customer's mother. The caller requested a call back regarding the return of the insulin pump for analysis.